Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received externalized conductors due to internal insulation abrasion was found at 10.5 cm to 16.8 cm from the distal tip. External insulation abrasion was found at 11.4 cm to 11.9 cm from the distal tip consistent with friction against the heart structure. The etfe coating of one of the sensing conductors was abraded at this location. Reliability laboratory techhnician; (B)(4); no complaint received with return of device. Failure (event) observed during analysis.